Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 29mm sapien 3 valve in aortic position by right transfemoral approach. There was difficult access with severe vessel tortuosity was faced. The patient recently had radiotherapy treatment on access vessel. During the procedure, the valve was successfully implanted and the esheath was eventually used to deploy the valve. The delivery system and esheath were withdrawn. However, after removal of the esheath, bleeding was noticed. Angiography showed vessel tear. This was well controlled and treated with a peripheral balloon and then a stent was placed with good success. Patient was stable throughout and taken to the ward to recover. The patient final outcome was good. As per medical opinion, as per recent radiotherapy treatment on the vessel, it was expected complications due to very tortuous vessel could have complications. It seemed that the esheath might have twisted upside down when it was inserted due to the severe tortuosity and that could have caused a vessel tear.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually inspected, and the following was observed: liner fully expanded. Serrated marks were noticed along the hdpe edge. Hdpe edge was noticed kinked at 5.5cm and 9.5cm from distal tip. Tip opened as designed. Scratches noted at tip and along the sheath. Material stretched at the tip opening. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint difficulty introducing esheath was confirmed through evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of the device history record, lot history, and complaint history support that a manufacturing non-conformance likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. Per the complaint description, ''difficult access with severe vessel tortuosity was faced''. Per the IFU/training manual, ''access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure''. It was reported that the patient vessels were 'severely tortuous'. The returned sheath had kinks and markings along the hdpe which are indicative of tortuosity. Tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the sheath. Scratches were also observed near the distal tip of the sheath and are indicative of the sheath interacting with calcification. Calcification can preclude the safe placement of the sheath and cause an obstacle for entry of the sheath. Liner ripples were also observed and further confirm the encounter with calcification and tortuosity due to increased force placed on the sheath. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective/preventative action nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.